Event description:
It was reported that this right ventricular (rv) lead attempted for a left bundle branch (lbb) implant. When attempting to implant in the septum, the physician had difficulty retracting the helix mechanism. After several attempts, the helix was unable to be retracted from the septum. Eventually, the helix elongated and broke. A new lead was successfully implanted, and the attempted lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break. An x-ray was obtained and a helix break was confirmed. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that this right ventricular (rv) lead attempted for a left bundle branch (lbb) implant. When attempting to implant in the septum, the physician had difficulty retracting the helix mechanism. After several attempts, the helix was unable to be retracted from the septum. Eventually, the helix elongated and broke. A new lead was successfully implanted, and the attempted lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.